Manufacturer narrative:
(B)(4). The reported low drain volume was confirmed. The root cause was determined to by air in the patient line. The lot number was unknown; therefore a batch review was not performed. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter global technical services (gts) regarding a low drain volume alarm that occurred on the homechoice (hc) machine during drain 1 of 4. During troubleshooting, the home patient (hp) discovered air in the patient line and transfer set. The technical service representative (tsr) had the hp restart the drain. The hc alarmed again. The tsr then had the hp cycle the power to end therapy. The tsr explained the alarm and advised the hp to contact the nurse. There was patient involvement but no injury or medical intervention was reported. Global product surveillance (gps) contacted the nurse on (B)(6) 2011. The nurse stated that the hp did contact her about the problem. The nurse stated that the hp did not have any complication due to the alarm. There was no patient injury or medical intervention reported.